Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported it the patient was hospitalized. On an unreported date, the patient was treated with unspecified medications (drug name, dose, route, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient treatment remains ongoing and the patient has since recovered. No additional information is available.